Event description:
The facility's representative reported to the service depot on 06 november 2009 that a colleague infusion pump in which the stop key was hard to push. The event was reported to have occurred during patient therapy. However, during product evaluation, a baxter service technician reported on (B) (6) 2009 finding a colleague infusion pump with channel a stop and channel select keys were inoperative. There is no adverse event, patient injury or medical intervention associated with this report. This device utilizes user interface module master software (B) (4) categorized as unremediated. There is no additional information available.

Manufacturer narrative:
(B) (4). There is a CAPA investigation associated with this report. (B) (4) the pump was received and evaluated by baxter. During service, a baxter technician discovered that the channel a stop and channel select keys are inoperable. The pump was sent to the product analysis lab for further evaluation. The reported condition was confirmed and duplicated. The assignable cause is that there was a damaged channel a pumphead module keypad assembly. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.